Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter healthcare transfer set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced fungal peritonitis, coincident with automated peritoneal dialysis therapy. The fungal peritonitis was manifested by cloudy effluent. On an unreported date in the same month as the onset, the patient was hospitalized for the fungal peritonitis. The cause of the peritonitis was reported to be a tiny intermittent leak in the transfer set. On unknown date(s) beginning in the same month as the onset, the patient was treated with vancomycin (route, dosage, frequency, and duration not reported) for the fungal peritonitis event. On unreported date(s) during hospitalization, the patient was treated with an unknown intravenous antibiotic (medication, dosage, frequency, and duration not reported) for the fungal peritonitis event. On unreported date(s), the patient was treated with ceftazidime (route, dosage, frequency, and duration not reported) and intraperitoneal gentamicin (dosage, frequency, and duration not reported) for the fungal peritonitis event. On an unreported date in the same month this report was received and after an unknown number of days of hospitalization, the patient was discharged. On an unreported date in the same month this report was received, dianeal therapy was discontinued and hemodialysis therapy was initiated. The patient was recovering from the fungal peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The fungal peritonitis occurred on an unspecified date in (B)(6) 2016(previously reported). The unspecified antibiotics were discontinued after fourteen days and the patient was recovered from the peritonitis event. It was initially reported that the patient experienced peritonitis due to a leak in the transfer set; however, upon follow up with the peritoneal dialysis registered nurse (pdrn) it was clarified that the cause of peritonitis was ¿related to a pin hole in the pd catheter¿, further specified as ¿the leak was where the beta cap connects to the catheter, not the transfer set¿. It was confirmed that there were no defects noted with the transfer set as previously reported. As it was reported the cause of the peritonitis was due to a non-baxter pd catheter, the baxter disposable device is no longer considered suspect in this event. Should additional relevant information become available, a supplemental report will be submitted.